Event description:
Patient with pre-existing graft of another manufacturer underwent aaa repair on an unknown date. One renu graft was placed. The twelve month follow-up form indicated that both the pre-existing graft and the renu device were free from kinks. However, results from the core lab received on 11/08/2007, indicated that there was a kink in both the pre-existing graft as well as the renu device.

Manufacturer narrative:
Eval: no product was returned to assist in this investigation. Based upon the information provided, the kink may have been due to adverse patient anatomy or incorrect sizing of the device for the patient's anatomy.